Manufacturer narrative:
A2-4: patient demographics provided.

Event description:
Information was received that patient had increased his dose on a smiths medical cadd legacy infusion pump without the advice of a physician. It was reported the patient is taking six extra doses each day. It is believed that patient had changed actual doses; not using extra doses. Pump settings have been changed to ll2.